Manufacturer narrative:
(B)(4)

Event description:
It was reported "doctor opened packaging and noticed the catheter was severely kinked in the package. He did not use it. " the user changed to a new set. There was no patient harm or injury. The patient's current condition is reported as "fine".

Event description:
It was reported "doctor opened packaging and noticed the catheter was severely kinked in the package. He did not use it." The user changed to a new set. There was no patient harm or injury. The patient's current condition is reported as "fine".

Manufacturer narrative:
Qn# (B)(4). Upon further review of additional information received from the customer, it was determined that this event is not reportable; thus, the initial MDR submitted on 09-sept-2025 should be retracted.

Manufacturer narrative:
Qn: (B)(4). Corrected data: section b.3.-date of event corrected to 04-sep-2025. Section b.4.-date of report corrected to 04-sep-2025. The actual device was not returned; however, the customer provided one photo for analysis. The complaint of a bent catheter was able to be not able to be confirmed by the photo. The photo shows an arterial kit package folded towards the center of the package and the catheter bent as seen through the clear side of the packaging. The damage appears consistent with a shipping and distribution issue; however, a complete visual inspection could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user, "do not use if package is damaged." Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
It was reported "doctor opened packaging and noticed the catheter was severely kinked in the package. He did not use it. " the user changed to a new set. There was no patient harm or injury. The patient's current condition is reported as "fine".